Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, a journey art isrt assm tool would not engage the insert as designed. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue. During investigation it was found that the 0.1858" x .290"dowel pin appears to be loose.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the device presents with wear from use, the markings are degraded, the surfaces discolored, scratched and scuffed. One dowel pin appears to be loose. A functional evaluation concluded that no evaluation could be performed due to the condition in which device was received, indicating that the functionality of the device was compromised. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.